Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device emitted low power, leak with loss of pressure, coupling latch faulty, hose and bearings worn. The device was repaired and returned to customer on 8/14/2013.

Event description:
Customer reported motor no longer worked and the trachea leaked. This is report 1 of 1 for (B)(4).